Event description:
The customer reported that the device was silencing alarms without user interaction. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that the device was silencing alarms without user interaction. No pt harm was reported. Pt harm/serious injury is possible should the clinician not be alerted to a change in pt status. A visual alarm is displayed on the monitors' screen. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.